Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please provide more details for "stapler malfunctioned"? The stapler cut and did not staple. Where within the gap setting scale was the orange indicator prior to firming? Doctor did not inform. What confirmation was received that the device was fully insured? None, for. If the device fully cut, were both donuts complete? Not. How many counter-clockwise revolutions were used to open the device? Two and a half. How was it confirmed that the anvil was free from the tissue prior to removal? After firming was the adjustment knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Doctor. Who removed the device? Doctor. Was the safety reset prior to removal? Yes. What was the users experience with the device? The stapler did not work. Could you please clarify if there were any patient consequences? Patient was fine. Could you please clarify if it was any change in the post-operative care of the patient as a result of the event? Another stapler was opened to complete the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler malfunctioned. It was replaced and the surgery was completed.